Event description:
It is reported that the surgeon has implanted a size 1 articular surface with a size 2 baseplate.

Manufacturer narrative:
This report will be amended when our investigation is complete.